Event description:
It was reported that the device was used during an unknown procedure, a piece broke off into the patient, which they were able to recover. No patient consequences. Case completed with another device of the same product code.